Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that elective replacement indicators (eri) tripped before the expected battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device indicated elective replacement (eri) and then approximately (B)(6), the battery voltage was higher than the eri threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.